Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was stuck in the "prime fill" anomaly. The customer's blood glucose level was 87 mg/dl at the time of the incident. Advised customer to change out the reservoir which did resolve the issue advised customer we will send out replacement reservoir.